Manufacturer narrative:
Device passed displacement test, excessive no delivery test, prime test, occlusion test, seat and rewind and basic occlusion test.no motor error noted during testing.motor tested outside the device and passed.

Manufacturer narrative:
(B)(4). Unit passed displacement test, excessive no delivery test, prime and compromised forced sensor system test, occlusion test, seat and rewind and basic occlusion test. No motor error noted during testing. Motor tested outside the device and passed.

Event description:
It was reported that the insulin pump had a motor error and drive support cap was flush and protruded. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.